Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging the onetouch ultra meter is giving inaccurate high readings. According to the patient, the reported issue first occurred while the patient was feeling hypoglycemic on two days later. The patient obtained blood glucose readings of "150, 164 and 157 mg/dl" and increased his diabetes medication (unknown type) by 8 units. The patient reportedly also took oral glucose after taking the increased insulin dose. It is not clear whether the patient was feeling hypoglycemic while obtaining the elevated blood glucose on the subject meter or after increasing his insulin per the lfs meter reading. In addition, it was documented in the customer's care advocate's description that at one point the patient "developed hypo feelings due to insulin administered based upon readings." It would have been helpful to know the patient's testing frequency, diabetes medication regimen, what symptoms if any did the patient have while he obtained the elevated reading on the subject meter, what lfs meter was the base of his 8 units of insulin dose, what blood glucose reading the patient obtained on the subject meter while he was allegedly hypoglycemic, whether he took oral glucose promptly after taking his insulin dose, and if the symptoms abated after he took oral glucose. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were not confirmed in the meter's memory. This complaint is being reported because the patient claimed he experienced "hypo feeling" after he took insulin based on elevated lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.